Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastroplasty, the load presented a defect that did not provide due stapling and had to be replaced. No injury reported the current status of the patient is good status. UDI# for the handle used in the procedure? Could you please provide the UDI# for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material?

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.